Manufacturer narrative:
The involved device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore, the investigation was based upon the evaluation of the user facility information, and evaluation of randomly selected retention samples. A visual and sensory inspection of the retention samples revealed no anomalies or defects and measurements confirmed that the retention samples met manufacturing specifications. Functional testing could not reproduce the reported failure. A device history review was conducted with no relevant findings. A review of the complaint files for the past three years confirmed that there were no previous reports for this product code. Proper instructions for usage of the sg2 needle are fully addressed in the instruction for use (IFU) indicated on our unit box. Therefore, we recommend activating the safety sheath with a firm and quick motion on a flat surface and sheath must be positioned approximately 45 degrees. Also, please be reminded to visually confirm that the needle is fully engaged under the lock and keep the finger or thumb behind the tab at all times to prevent needle stick. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
The user facility reported the sg2 safety device was difficult to activate. Follow up communication with the user facility reported the following: the safety device was stiff and difficult to activate; and no patient impact.